Event description:
It was reported that an ant allegedly was found inside of the sterile packaging of the device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Therefore the investigation is inconclusive for the reported foreign material present in the device. It should be noted that per mp6000040, rev. 17, all maxcore devices are 100% inspected for any foreign matter or defects during packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, a definitive root cause for the reported issue could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned for evaluation. Expiry date (05/2021).

Event description:
It was reported that an ant allegedly was found inside of the sterile packaging of the device. There was no patient contact.

Event description:
It was reported that an ant allegedly was found inside of the sterile packaging of the device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. One photo was provided and reviewed. The photo review revealed a small black object inside what appears to be a sealed maxcore package. Based on review of the photo, foreign material present in device can be confirmed. It should be noted that per mp6000040, rev. 17, all maxcore devices are 100% inspected for any foreign matter or defects during packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, a definitive root cause for the reported issue could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.